Manufacturer narrative:
The device was returned for analysis. A supplemental report will be submitted once analysis is completed and conclusion is reached.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden rise in pacing impedance measurements, high pacing thresholds, noise and loss of capture (loc) attributed to a lead conductor fracture. As result, the lead was explanted and replaced. The patient is not pacing dependent and did not experienced any additional adverse effects as result of the fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the device was returned severed in two segments and extraction stylet was still inside one of the segments. Testing was completed to assess lead electrical performance and measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden rise in pacing impedance measurements, high pacing thresholds, noise and loss of capture (loc) attributed to a lead conductor fracture. As result, the lead was explanted and replaced. The patient is not pacing dependent and did not experienced any additional adverse effects as result of the fracture.